Event description:
It was reported that a recovery filter was placed 7 days prior to an open gastric bypass procedure in a bariatric pt. A post deployment cavagram was not taken, but an upper gi x-ray taken after surgery showed the filter at l3. Fourteen days after surgery, the pt complained of left shoulder and abdominal pain. A CT was done and showed the filter at t9-10. Doppler showed clot in the legs. The doctor reported that there would be no medical or surgical intervention at this time.